Manufacturer narrative:
Received one used partial. List #011-46110-29, transpac® IV monitoring kit w/03 ml squeeze flush device, safest¿ reservoir, 84" red stripe arterial pressure tubing and 2 needleless valves; lot #6032802. The reported complaint of plunger tip separation is confirmed on the returned set. During visual inspection, the plunger was found detached from the plunger tip. The plunger tip of the safest reservoir was separated and unable to be pulled back. The probable cause was due to the clips not being fully inserted (engaged) into the mating component during the manufacturing process .the lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional information in g1 d9 device returned to manufacturer on 9/14/2023.

Manufacturer narrative:
The device is available for evaluation, however it has not been received.

Event description:
The event occurred on an unspecified date in (B)(6) 2023 and involved a transpac® IV monitoring kit w/03 ml squeeze flush device, safeset¿ reservoir, 84" red stripe arterial pressure tubing and 2 needleless valves. The following issue was reported by the customer, when aspirating with the syringe, there was no backflow of blood because there was a broken piece in it. There was patient involvement and a delay in therapy. However, no report of patient harm and no need for additional medical intervention.